Manufacturer narrative:
Concomitant medical products: dtba1d1, ICD, implanted: (B)(6) 2019; 5071-53, lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately eleven months ago, the right ventricular (rv) lead had previously fractured and started oversensing. The lead was therefore reprogrammed to pace/sense only, and therapies were turned off during a routine device change out. Currently, a remote transmission was reviewed which indicated another alert had been triggered for out of range pacing impedance and oversensing, which resulted in pacing inhibition. The rv lead currently remains in use. No patient complications have been reported as a result of this event.